Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08057. It was reported the patient was experiencing ineffective stimulation and was unable to communicate with her scs ipg. The patient's ipg and lead were replaced during revision surgery on (B)(6) 2014. Patient is reportedly receiving effective stimulation postoperative.